Event description:
Patient reported left side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Whit lot number 2214907 and catalog 115-203cc. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Patient reported left side "rupture" confirmed via ultrasound. The device has been explanted.